Manufacturer narrative:
An event of air/gas in the device was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, the cause of the reported air/gas in the device could not be determined. The patient effects of arrhythmia, bradycardia, and hypotension were related to the reported air in the device. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 30-25mm amplatzer talisman pfo occluder was selected for implant. The device was prepared according tot he IFU. During the procedure, while the left disc of the device was deployed and pulled back into the septum, the patient developed bradycardia/st elevation, and low blood pressure. Medication and oxygen was administered to treat the issue. The device was able to be successfully implanted. No air was noted in the prepped device. Its thought that air may have been introduced when the device was connected to the delivery sheath, even though forward fluid pressure was used. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient recovered quickly.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 30-25mm amplatzer talisman pfo occluder was selected for implant. The device was prepared according tot he IFU. During the procedure, while the left disc of the device was deployed and pulled back into the septum, the patient developed bradycardia/st elevation, and low blood pressure. Medication and oxygen was administered to treat the issue. The device was able to be successfully implanted. No air was noted in the prepped device. Its thought that air may have been introduced when the device was connected to the delivery sheath, even though forward fluid pressure was used. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient recovered quickly.